Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was jumping during use and not cutting properly; the control bar was loose and not in the correct position. The vespel and semi-circle bearings were replaced and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that during surgery on (B)(6) 2023, the device skips while in use. According to the follow up, an additional graft was needed but there was no need for sutures. The device did damage the taken graft. Another device was needed to complete the procedure. There was no delay noted in the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.